Event description:
During a nephrasto lithotomy, the tip of the grasping forcep was noted to be missing cifter use. Both the scrub nurse and the physician observed the tip in the pt. Because of the amount of irrigation already used and the pt's general conditioning, the surgeon elected to not retrieve the tip at the time. This pt expired 4 days later. He was chronically ill with multiple medical problems. Several days prior to this occurrence, a ureteral stent was placed and the pt was being treated for pneumonia. Other instrument used during this procedure included triradiate and biradiate grasping forceps. This was a new instrument that broke and was returned to MFR without knowing how the forcep broke.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.